Event description:
It was reported that this pacemaker exhibited functional undersensing of the patient's chronic atrial fibrillation (af). The health care professional (hcp) was concerned that the undersensing led to a delay in atrial tachy response (atr). Also, it was reported the patient had a history of atrial channel oversensing of ventricular signals, and the sensitivity of this device was adjusted in (B)(6) 2023. Technical services (ts) recommended reprogramming options. Ts also discussed turning off the atrial lead to conserve battery life, which was up to physician discretion. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.